Manufacturer narrative:
The electrode lot number was y44 2024 with an expiration date of 06-may-2025. The field service engineer found there was a contaminated ise flow path. He cleaned the ise flow path and performed calibration and qc which passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The initial result was 159 mmol/l and the repeat result was 143 mmol/l. The repeat result from a blood gas analyzer was 142 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was considered correct.